Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the wound has progressively healed.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced wound healing issues. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the wound site was reopened, washed, dead skin/tissue was removed and wound site was closed again.